Event description:
Per report, the 26 mm sapien valve was positioned in the aortic annulus. Post deployment the valve appeared to be a little too ventricular (70/30) with moderate posterior perivalvular leak (pvl). One cc diluted contrast was added to the delivery balloon and the valve was post-dilated. It was decided by the physician's to prepare a second valve for deployment. A second 26 mm sapien valve was deployed more aortic (60/40). Post deployment transesophageal echocardiogram (tee) demonstrated trivial posterior pvl. The patient left the or in stable condition. Additional information provided by the edwards field clinical specialist: the aortic valve leaflets were noted to have moderate calcification; the ejection fraction was 65%. The image intensifier angle and the coaxial alignment of the valve/delivery system within the aortic annulus were considered to be good. The balloon inflation was held for 5 seconds during deployment of the valve. In addition, during the deployment there were no difficulties experienced with the pacing and the patient's ventilation was held. The perceived cause of the 70:30 ventricular valve position is movement of the valve during deployment.

Manufacturer narrative:
Investigation is ongoing.